Event description:
Dr was performing left acl repair and medical menisectomy. While screwing in a screw with the large screwdriver, the tip and the screwdriver were retrieved completely and removed from field.